Event description:
It has been reported to us that during the procedure the tip of the diagnostic catheter separated from the shaft and was successfully removed from the patient. The physician inserted the diagnostic catheter into the patient into the aortic arch. The physician did not feel any resistance. The physician observed on the fluoroscope that the tip of the diagnostic catheter had detached from the shaft in the primary curve area and was inside the patient. The physician inserted a snare device and was able to successfully remove the separated tip from the patient. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results and conclusion: the actual device used during the case was returned and evaluated. Visual examination of the returned diagnostic catheter revealed that the device was in two pieces. The catheter is kinked at 31cm from the strain relief. The detached tip section measures approximately 2.7cm. The tip has a slight dent located 2cm from the tip. The proximal shaft is 94.5cm in length. Closer examination of the separated tip and the shaft revealed that material appears to be stretched indicating some stress was applied prior to breaking. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for tip breaking off. The analysis is complete as of today (B)(4) 2013.